Manufacturer narrative:
The lead was explanted, although it is unknown as to whether the device is returning for analysis. Should the device be returned, this report will be updated upon completion of investigation.

Event description:
It was reported during ongoing use, the left ventricle (lv) lead had dislodged. The lead could not be repositioned and therefore was replaced with a new one. No adverse effects were reported. It is unknown at this time as to whether the device is returning for analysis.

Event description:
It was reported that during ongoing use, the (lv) lead had dislodged. A revision procedure was performed to reposition the lead; however, the lead was unable to be repositioned. The lead was explanted and replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was not returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.